Event description:
Boston scientific provided the following information: known noise on rv lead with <200 ohm pli excursions and inappropriate atp. Patient refuses lead extraction. An additional rv lead was implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.